Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation. (B)(4).

Event description:
It was reported the patient is having pain associated with frequencies sent to wireless devices.

Event description:
It was reported the patient received a injection into the left knee of marcaine and methylprednisolone.